Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on lens. Visual inspection found haptic bent. (B)(4).

Manufacturer narrative:
Additional information: implanted date added. Explanted date added.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, and the lens tore/broke during injection into the eye. There was patient contact but no injury, the lens was not implanted. Another lens was not implanted. The reporter indicated the cause of the event was due to the device.